Manufacturer narrative:
The report came from the literature article titled "programmable valve represents an efficient and safe tool in the treatment of idiopathic normal-pressure hydrocephalus pts" from arquivos de neuro-psiquiatria vol. 71 no. 4 p.229-236 (2013). The article contained only limited and non-specific device info. Contact with the corresponding author revealed that the valves were implanted sometime between 2010 and 2012, and that the complications occurred sometime between 2010 and 2012. The two valves that were revised, were explanted sometime between 2010 and 2012 as well. He also reported that the pts' initials are (B)(6), but he did not specify which complication corresponded with each identifier. He stated that the complications involved two males and two females. Additionally, he reported that the pts are all alive and doing well. The event reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore, evals of the device performances were not possible. Reviews of the mfg records were also not possible as lot numbers were not provided. All valves are 100% tested at the time of manufacture.

Event description:
It was discovered in the literature review by medtronic neurosurgery that after strata valves were implanted in four pts, complications occurred. One pt developed wound dehiscence and valve exposure six months after the valve was implanted, requiring the valve to be explanted. Another pt's valve had a malfunction, necessitating a revision surgery. Subdural hematomas occurred in three of the four pts. Two of pts had their hematomas resolved with valve adjustments. One pt required surgical drainage to resolve their hematoma.